Event description:
It was reported that during implant of lead, muscle stimulation and noise were noted on initial placement of lead. At each placement of the lead, far-field p wave oversensing was noted. The physician was consulted and was satisfied with placement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.